Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance. No changes or intervention was reported. The patient was in stable condition.